Event description:
It was reported that a user stated the ilet screen was hard to see, consistent with a display readability or visibility concern on the handheld interface. Symptoms included no clinical effects reported. Outcomes included no impact to health or medical intervention. Investigation included a review of available information from a social media post and an attempt to obtain additional details from the user. Investigation of this case revealed insufficient information to confirm a device malfunction or component failure, and no alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to limited information and inability to verify the event.